Manufacturer narrative:
12/19/97-supplemental report #1 submitted to FDA. The condition reported by the user facility was not confirmed as the unit opened properly when tested in our laboratory. The unit was confirmed for a premature safety engagement not related to the condition reported.

Event description:
The device was used during a procedure on the colon. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.